Event description:
It was reported that the subject device's distal tip was missing the teflon or silicone, and it looks like the plastic distal end is broken. The issue was found during reprocessing. No patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation the most probable cause was a random component failure without any design or manufacturing issue. The root cause could not be determined. Olympus will continue to monitor field performance for this device.